Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 20mg/dl. The customer stated that the doctor refuses to release him wearing the same infusion pump. Advised the customer that the device will be replaced. No further information was provided.